Event description:
It was reported that oversensing of lead noise was noted. Lead fracture was suspected. The lead was capped and replaced. Patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.